Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The patient was receiving morphine 10mg/ml (dose unknown) via the pump for non-malignant pain and chronic low back pain. It was reported the pump had been empty and alarming for 2 years. It was noted the patient was ¿on the psych floor¿ and the healthcare provider (hcp) wanted to the alarm silenced. The patient had moved and was not able to find a hcp to fill her pump.

Event description:
The patient had moved from (B)(6) to (B)(6) and then to (B)(6). She was having a hard time finding someone to refill her pump. It was filled a couple of times when she was in (B)(6). The patient had gone to the emergency room on (B)(6) 2014 and told them that she would be running out and didn¿t know what to do. They didn¿t do anything for her. She couldn¿t get lidoderm pain patches; she couldn¿t get pain pills; she couldn¿t get anything. The pump started alarming on (B)(6) 2014 with a single-toned alarm; a few days later it was a dual-toned alarm. The ptm (personal therapy manager) said it stopped (B)(6) 2014. As of the date of this report, the patient was not thinking clearly; her head was killing her. When the pump was working; she never felt better. The patient was working with medicaid trying to get approvals and a pain management hcp (healthcare professional). She was also wondering if there was a way to silence the pump. The patient had been working with a pa (physician¿s assistant), but didn¿t have a primary care physician. On (B)(6) 2015 it was reported the pump was alarming because the patient stated the pump was empty. The patient went through withdrawal. The patient wanted the pump turned off as the patient stated they were no longer going to be using the pump. The device system was delivering morphine. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type: catheter. Product ID: 8591-38, lot# d01050, implanted: 2012-(B)(6), product type: accessory. (B)(4).